Manufacturer narrative:
Device will be forwarded to MFR for evaluation.

Event description:
One level, c5/c6 anterior cervical discectomy and fusion. Dr. Rifai inserted the abc self locking screw; however, it did not self lock. Surgeon used item fj911r to manually activate the locking mechanism. Screw was successfully locked. When removing the device from the screw, threaded tip broke off. Tip was left inside the screw locking mechanism. Tip was not free floating; was deep inside the screw. Surgeon decided to leave it alone. Failure of the locking mechanism to activate and instrument break contributed to a five min delay. No pt injury.